Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user ate breakfast and did not announce the meal, after which data were synced and confirmed no breakfast announcement, resulting in a blood glucose of 189 mg/dl. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no back-up therapy, and no ketone testing. Investigation included customer interview and case review. Investigation of this case revealed user error related to a missed meal announcement with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.